Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted in the abdomen. At an unspecified time of the event the patient was checking his cgm, and the reading was 110 mg/dl and then decreased to 60 mg/dl, the patient did receive an alarm for the low values. The patient was sweating and asked his son for food, but then he experienced loss of consciousness. The patient reported that he was in coma during this event. When the son arrived, he found the patient unconscious on the floor. His son called an ambulance, and the paramedics took a blood glucose reading which was 24 mg/dl and the cgm reading was 79 mg/dl. The paramedics treated the patient with unspecified IV medication (the patient couldn´t remember) and sugar juice. The patient regained consciousness and was able to get back up and walk again after 6 hours. At the time of the report the patient was normal. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.